Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed and no abnormalities were observed. Investigation of returned sensor did not identify product deficiencies. The sensor plug was properly seated in mount. Observed adhesive was not returned with sensor. Sensor data extracted using approved software, sensor found to be in proper termination state and within specifications. It has been determined there was no product malfunction. The complaint was not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during his wear of the adc freestyle libre sensor for less than a day. Customer further reported experiencing skin irritation with ¿a rash¿. Customer had contact with a healthcare professional and received hydrocortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on all returned pucks, and no anomalies were found. Sensor plug was properly seated. Data was successfully extracted using approved software and was found to be in state 5 (normal termination). Extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. DHR's (device history review) was reviewed for the libre sensor kit and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported experiencing an allergic reaction during his wear of the adc freestyle libre sensor for less than a day. Customer further reported experiencing skin irritation with ¿a rash¿. Customer had contact with a healthcare professional and received hydrocortisone cream for treatment. There was no report of death or permanent injury associated with this event.